Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Eval results: visual inspection of the lens was conducted, tears were observed throughout the lens (lens returned in four pieces). Also, observed that a portion of the haptic loop is missing. Due to the torn condition of the lens, dimensional measurements could not be performed. In addition, one retain sample from lot # 019183 was inspected dimensionally and all measurements were within specifications.

Event description:
The surgeon reports explanting the crystalens iol due to dislocation of the iol leading to decreased visual function approximately two months after implantation. Crystalens was explanted and successfully replaced with a different iol.